Event description:
The device was observed switching on automatically. There was no patient involvment.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. The device memory was cleared to resolve the reported issue. It was determined that the cause of the reported issue was due to a depleted pad-pak. The memory can be cleared by the user and would not prevent the device from delivering therapy.

Event description:
Memory full prompt. No patient involvement.

Manufacturer narrative:
Device serial (B)(6). This trackwise record was opened in order to submit a missing initial medwatch report, per FDA guidance (see communication log: attachment 1 ¿ memo missing initial medwatch reports). No investigation will be performed in trackwise, as the investigation was completed previously when first received by heartsine, prior to the implementation of trackwise.